Event description:
An issue was reported involving excessive scratches on the screen impacting visibility. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.